Event description:
The patient reported intermittent stimulation. During reprogramming session, it was noted that several contacts had high impedances. The physician suspected that the lead was punctured when botox injections were previously administered to the patient. During the revision procedure, the lead was replaced.